Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that an internal dialyzer blood leak occurred approximately 2 hours and 44 minutes into a patient¿s hemodialysis (hd) treatment. Reportedly, the blood leak was not visible. There was no damage identified on the dialyzer. The machine, a fresenius 2008t, alarmed with a blood leak alert. Blood leak test strips were used, and they tested negative. Upon follow up with the clinic manager (cm), the details of the reported event were confirmed. The cm admitted that the negative results from use of the blood test strips were unusual. The cm stated the strips were not expired and couldn¿t provide justification for the negative results. After the machine alarmed, treatment was halted and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The patient¿s treatment was not completed; the patient refused to be re-setup with new supplies. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was discarded and was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.